Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas 6000 e601 module. The customer tested approximately 50 samples, half of which returned falsely high results. One specific example was provided. The initial result was 917.3 miu/ml and the repeat result was 1.42 miu/ml. The repeat result was believed correct and was reported outside the laboratory.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The customer attempted to recalibrate the reagent following the event, but the calibration failed. The customer then replaced the reagent pack and retested the samples, which subsequently yielded accurate low results. The investigation is ongoing.